Event description:
During the procedure, the md took two successful biopsies with this device. The third biopsy was taken and visualized under fluoroscopy. The fluoroscope was turned off and the forceps were withdrawn from the scope. It was noted then that the jaws and the pin had detached from the forceps' sheath. The md could visualize one of the forcep jaws in the pt's right lower lobe. Physician was unsuccessful in retrieving the jaw. The jaw was left in the pt. Contact states that forceps was opened in the o.r. This was its first use. The pt has experienced no problems.